Manufacturer narrative:
After multiple follow ups no additional information was received from the user facility. The lot number was never provided, the device was not returned, and the pictures were not provided. Without this information, an investigation cannot be completed. Due to the lack of information low complaint probability, no further actions are required. This can be seen as the final report. If additional information is obtained that alleges any other patient involvement or the need for corrective actions a follow up report will be submitted.

Manufacturer narrative:
Additional information has been requested but not received regarding the nature of the damage and age of the instrument. We are also waiting to hear the condition of the patient and long-term effects. This customer has purchased 1,028 this product code since 2012. Symmetry surgical acquired this codman product in 2012 and the customer likely purchased the product prior to 2012 as well. There has been a total of (B)(4) sold of all lots of this product since 2012 with 2 additional complaints recorded for the inserts breaking off. The customer stated that the needle holder was broken, however, they have not provided details regarding where the device was broken. A follow up report will be submitted once additional information has been obtained. User facility report# (B)(4).

Event description:
The customer alleged that the patient underwent a craniotomy for epidural hematoma removal. Upon post-operative CT scans, it was noted that there was a metallic density seen over the bone in the subgaleal space. Upon investigation the instrument kit used for the procedure was obtained and it was discovered that there was a broken needle holder. The piece was not able to be retrieved due to an unrelated health condition.